Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to treat the left atrial appendage (laa). The patient was in sinus rhythm. It was noted that the patient had difficult cactus-shaped laa anatomy. Transseptal access was inferior and posterior. The patient's activated clotting time (act) level was greater than 260 seconds. The patient's left atrial pressure was 13mmhg. Seven thousand units of heparin were administered. During the procedure the occluder was re-captured twice. The patient then presented with a small pericardial effusion in the left atrium. The occluder and delivery system were removed from the patient and the procedure was aborted. No intervention was performed for the pericardial effusion. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient had difficult cactus-shaped laa anatomy. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to treat the left atrial appendage (laa). The patient was in sinus rhythm. It was noted that the patient had difficult cactus-shaped laa anatomy. Transseptal access was inferior and posterior. The patient's activated clotting time (act) level was greater than 260 seconds. The patient's left atrial pressure was 13mmhg. Seven thousand units of heparin were administered. During the procedure the occluder was re-captured twice. The patient then presented with a small pericardial effusion in the left atrium. The occluder and delivery system were removed from the patient and the procedure was aborted. No intervention was performed for the pericardial effusion. The patient status was stable.